Event description:
It was reported that the patients spinal cord stimulation (scs) lead was visible through the skin. The patients lead was replaced and the patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.